Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during catheter insertion, the device¿s guide wire folded and bent easily. Two or three additional kits were opened to finish the procedure. The doctor reported the patient got an infection.

Manufacturer narrative:
The initial report was sent without an abundance of confidence that there was any relationship between the bent guidewire and the patient¿s infection. We did file for this single event and will continue to monitor this complaint for reportability decisions going forward. If information is provided in the future, a supplemental report will be issued.